Event description:
It was reported by the aci sales professional that a male patient underwent a heart catheterization and stent placement to the lad on (B)(6) 2012. After the procedure the patient was thought to be a good candidate for mynx placement, despite the arteriotomy being in a diseased portion of the sfa about 1cm distal to the bifurcation. The mynx was deployed and hemostasis was achieved by the radiologist technician. The patient was discharged per hospital protocol on (B)(6) 2012. It was reported that the patient returned to the hospital on (B)(6) 2012, with groin pain and diminished pulses in the lower right leg. The cardiologist consulted two other doctors to operate and restore flow to the lower right leg after diagnostic angiogram revealed a sluggish 1 vessel runoff. The surgery (thrombectomy) was reported as successful and the patient doing well. The material was reported as retrieved from the tibial/peroneal artery trunk. The material was not sent for culture. The doctor also noted disease in the sfa after exploring the site of the arteriotomy. Endarterectomy was performed in the sfa and a portion of the profunda. No additional information was provided.

Manufacturer narrative:
Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lotf1134104) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.